Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation with rapid ventricular response. This is not outside of an isolated episode since patient has history of shocks. Additionally, patient indicated cocaine use and feeling ICD fire and was admitted to the hospital for six weeks. The device remains in service. No additional adverse patient effects were reported.